Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a low blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button would stick. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a low blood glucose of 19 mg/dl. Customer stated that she had an insulin reaction because of the infusion set recall. Customer also reported that she lost her job because of the issue. Customer declined low blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The reservoir will not be returned for analysis.